Event description:
A customer reported attempting to take his blood sugar while on a camping trip and the meter displayed an err 1 message. Customer reports that the temperature was below zero degrees celsius at the time he attempted to test. Shortly after obtaining the error message, the customer felt symptoms of hypoglycemia and fainted. His 12 year old son called an ambulance and the customer was given an intravenous glucose solution. When he regained consciousness after 30 mins his glucose level was measured as 0.4 mmol/l. He remained in the hospital for a few hrs for other tests and was given breakfast.

Manufacturer narrative:
Customer returned a precision xtra blood glucose meter. The complaint was not confirmed and no new issues observed. All results were within the range specifications and no errors or other issues were observed during control solution testing. It is to be noted that an err1 message will occur on a precision xtra meter when the temperature is either too hot or too cold for the meter to work properly. This information is included in the meter's user guide.